Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed the user advisory 07 (discrepancy between load 1 and load 2 too large) error message upon powering on was confirmed during functional testing and archive data review. The root cause of the reported complaint was the failure of the load cells. The archive data indicated multiple occurrences of ua07 around the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to ua07 being displayed upon powering up, confirming the reported complaint. The load cell characterization checks revealed overreporting of load cells and that they need to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was found for the autopulse platform with sn (B)(6). Ccr (B)(4) was reported on(B)(6) 2020, and the load cells were replaced.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that during the shift check, the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) error message upon powering on. The customer attempted to clear the ua07 but the error persisted. No patient involvement.